Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent which shows a tube that appears to have leaked. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4307291. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® ssttm ii advance. Had leaked blood from thin tube walls on 50 out of 100 tubes in the shelf pack. No serious injury, no medical interventions. No mucous membrane exposure reported.